Event description:
The physician¿s office reported that the patient had in fact experienced an increase in generalized-tonic clonic seizures recently prior to generator replacement that began around (B)(6) 2013. The vns magnet has been used frequently for seizure control, which was no longer effective. However, the believed reason for the increased seizures and magnet no longer effective was not provided. The office was not sure on the relationship of the increased seizures to pre-vns seizure frequency levels. Medication was increased after an increase in seizure frequency which was not to preclude a serious injury. The patient¿s settings at that time were 2.0mna/30hz/500usec/30sec/1.1min; 2.25ma/500usec/60sec. System diagnostics were within normal limits at o/ok/2313ohms/yes. It was later reported that the patient had generator replacement on (B)(6) 2013. Per the company representative, the end of service battery indicator was unknown per implant card provided by the surgeon. The explanted generator was planned to be destroyed per hospital protocol, so product analysis cannot be performed.

Event description:
Clinic notes dated (B)(6) 2013 were received for the patient¿s generator replacement surgery which reported that the patient typically has one seizure per month with vns but ¿not is having 4-5 per month.¿ the battery indicator shows near end of service and was referred for generator replacement. It appears from the notes that the patient is experiencing an increase in seizures. Attempts for additional information regarding the apparent increased seizures in 2013 have been unsuccessful to date. Although surgery is likely, it has not occurred to date. Previously of note, clinic notes dated (B)(6) 2013 were received for the patient¿s referral for generator replacement surgery due to nearing end of service observed by ifi=yes. The notes reported that the patient was last seen on (B)(6) 2012 at which time the patient¿s medication zonisamide was increased due to increased seizures. However since increasing the medication dosage, the seizure frequency remained about the same per the mother¿s report. The mother uses the vns magnet frequently for seizure control which was reportedly effective at that time. Diagnostics were okay with 2299 ohms impedance value. In notes from (B)(6) 2012 and (B)(6) 2013, the patient was noted to have about one seizure every 1-2 weeks but seizure frequency is variable. In a bad month, he can have up to 5 seizures per month, and he has recently remained seizure free for up to 6 consecutive weeks. It is unclear if the patient has focal or generalized seizures or both based on limited reported semiology. On (B)(6) 2012, the ifi indicator was not triggered. The patient was noted to have frequency seizures which had gradually increased in frequency. Follow-up with the nurse at the physician¿s office revealed that the patient¿s increased seizures in 2012 were not related to vns therapy, but no additional information was provided. The patient was referred prophylactically since the generator shows ifi=yes.

Manufacturer narrative:
The supplemental report #1 inadvertently did not change the date of event.